Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient was advised on troubleshooting techniques. Patient stated that they will attempt to pair transmitter with receiver to confirm if transmitter is faulty. No additional patient or event information is available.